Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr following a review of the call recording. The patient reported that at an unspecified time before the start of the alleged product issue she began to develop the symptoms of feeling ¿really sweaty, pasty and was screaming¿. The alleged product issue first started at 2am on (B)(6) 2019, when the patient obtained the alleged inaccurately high blood glucose result of ¿hi¿ with the subject meter compared to her feelings and/ or normal results. Obtaining a result of ¿hi¿ indicates a blood glucose result of greater than, or equal to, 600 mg/dl. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and reported that she took no action as a result of the alleged product issue but instead she phoned for paramedics. When the paramedics attended the patient, at around 2:30am, they tested her blood glucose on their meter and obtained a result of ¿20 mg/dl¿. The paramedics then treated the patient by administering ¿IV glucose¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion while using the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.